Event description:
The pt called lifescan and alleged that their meter would not power on. The pt stated that the meter would power off during use. The last time the pt tested on the meter was 3 or 4 days prior. They contacted their physician for advice and an appointment was made. No medical intervention was reported. The batteries were correctly installed and less that one year old. The battery contact were in good condition. The issue was not resolved with troubleshooting. A replacement meter is being sent.